Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced low blood glucose event on (B)(6)2026. The patient consumed orange juice to correct the low blood glucose, after which the event was resolved. No further information is available.